Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted support to request a trainer due to ongoing daily blood glucose fluctuations while using the ilet, with current glucose not impacted at the time of the call; prior trainer unavailable, and additional training was scheduled to review reports and provide guidance. Symptoms included variable blood glucose readings without hypoglycemia or hyperglycemia reported at the time of contact. Outcomes included completion of troubleshooting and education with no alerts or alarms reported and no medical intervention or hospitalization. Investigation included a plan to review device use and data with a trainer to assess potential user-related or therapy-adjustment factors. Investigation of this case revealed no device alarms or malfunctions reported, and no device component issues identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.